Event description:
The customer reported they could not make changes to settings. The touchscreen did not respond to the touch. The customer was unable to calibrate the touchscreen. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The customer contacted product support and reported the touchscreen cannot be calibrated and was stuck in the calibration screen. The biomed already calibrated the touchscreen recently and it solved the issue. It needs calibration again, and the biomed needs the touchscreen part number for the touchscreen, and the part number for the user interface (ui) assy, with navigation ring. The customer will order a touchscreen and repair the unit. The customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.